Event description:
Patient obtained an error 1 message on the meter, but did not experience any symptoms while testing. Patient took insulin without knowing what blood sugar was. They contacted md who advised that if they wanted to come to the ER, they could and it was up to them. Patient decided not to go. Customer service was unable to resolve the issue and sent patient a new meter.